Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. However, it was reported that a CT exam performed post procedure confirmed the presence of a type ib endoleak in the left common iliac. The event was resolved by implanting a 16x16x82 endurant limb extender two days post index procedure. The physician reported that the cause of the event was anatomy related and due to disease progression within the left common iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.